Manufacturer narrative:
Citation: katada et al. Plug closure for ascending aortic pseudoaneurysms after tavi using self-expandable valve. Ann thorac surg short rep. 2024 may 23;2(4):776-778. Doi: 10.1016/j.atssr.2024.04.026. Earliest date of publication used for date of event and date of death. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient who underwent successful transcatheter aortic valve implantation (tavi) of a medtronic 26-mm evolut pro bioprosthetic valve. A follow-up computed tomography at 12 months after tavi had no abnormal findings. Approximately two years post-tavi, the patient presented with chest discomfort. A computed tomography revealed two pseudoaneurysms in the ascending aorta and a hematoma in the mediastinum. A final blood culture report had negative results. Echocardiography did not reveal any vegetations, and the modified duke criteria were negative for endocarditis. After admission, the patient had several fever spikes and mild hemoptysis. As the patient was deemed too frail for surgical intervention, a vascular plug closure procedure was chosen by the medical team. In the procedure, two non-medtronic vascular plug devices were implanted to cover the orifice of both pseudoaneurysms. Final aortography showed almost complete disappearance of blood flow into the pseudoaneurysms. A computed tomography confirmed that both vascular plug were firmly in place without migration. After the procedure the patient had improvement in his chest discomfort, although he continued to have mild hemoptysis. However, on postoperative day 4, the patient experienced sudden massive hemoptysis and died. No further information was provided pertaining to medtronic products.